Manufacturer narrative:
Date sent to the FDA: 02/25/2020. Additional information: d3,g1,g2. Corrected information: g1.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional ventral hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent recurrent ventral hernia repair surgery on (B)(6) 2011 during which the surgeon noted the previously placed mesh had largely shifted to the right and downward and an 8x6 cm recurrent hernia had developed at the apex of the original repair. The surgeon trimmed the suture from the original repair free from the margins of the recurrent hernia and performed a component separation to close the wound. It was reported that the patient experienced severe pain, inflammation and hernia recurrence. No additional information was provided.